Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In the absence of a reported part number, the UDI cannot be calculated. The device not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Interaction with the heavily calcified anatomy resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the circumflex (cx) artery. The alpine stent delivery system (sds) was advanced; however, resistance was met due to the anatomy and the stent dislodged. The dislodged stent was pushed into position in the cx where it was expanded with a series of small balloons until the correct size post-dilatation balloon was used to fully expand the stent. Intravascular ultrasound (ivus) was performed and the stent was confirmed to be well apposed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.